Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. Numbers ramping on their own or scrolling bar moving anomaly were not noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports that numbers were ramping on insulin pump then a button error alarm was received. Customer's blood glucose was 337 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.